Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the pump was beeping and noted "error: air in line." There was 2.4 ml of infusion remaining. As this was under 10% of the total volume, it was okay to discard remaining in line. However, they thought that the pump should be reviewed and exchanged, as it could happen in the future with 10%. The patient said that the error message and air in line message happens each time. They thought it usually happened with 0.5 ml remaining. There was no reported patient harm. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.